Event description:
It was reported to philips that the system did not allow to take x-ray, and given error "exposure not possible reselect application". The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a cardiac coronary procedure, which was completed without any impact. The philips field service engineer (fse) inspected the system onsite and confirmed that the system didn¿t allow to take an x-ray. Upon troubleshooting, the fse couldn¿t get a green light on ip-pc. Upon functional testing, the fse checked logs and found several hard disk errors and ippc was not communicating to host pc. The fse confirmed that the ip-pc and hard disks were defective and needed replacements. The defective ip-pc was returned for analysis, and it confirmed that the motherboard was defective. To resolve the reported issue, the fse replaced the hdds and ippc and reloaded the software. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.